Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2017 with the following findings: there were call service 078 alarms observed in the black box. The prime steps were performed with no issues. The pump was exercised for 24 hours with no issues. A blue line was observed in the display. Moisture corrosion was observed on the internal components of the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.